Event description:
It was reported that after administration of anesthesia and while using the surgical fiber during a prostate procedure, the "fiber tip was reported to have melted / be damaged and the case was canceled". Patient outcome: "ok"; no patient complications were reported.

Manufacturer narrative:
(B)(4). Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the fiber is blackened along 1 inch form the distal end; the shrink tubing exhibits melting or is missing along 1 inch form the distal end; the glass cap exhibits contamination within, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.